Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: eib, joey, asr, stopped emitting light during case [update - light source turned off mid case. A head light, which is a light box essentially with different sized holes for a light cable to fit to, was used to finish the case. ] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although the complaint could not be confirmed, the probable root cause could be a bad reed switch in the safe light cable used at the time of the case. Additionally, some of the led clips on the main board are open which can cause issues with the lightsource's ability to maintain the proper color balance. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.